Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus ("lupus") and libido decreased ("sex drive sky rocketed after removal"). The patient was treated with surgery (tuvbes and coils removed with lap). At the time of the report, the medical device removal, systemic lupus erythematosus and libido decreased outcome was unknown. The reporter considered libido decreased, medical device removal and systemic lupus erythematosus to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: systemic lupus erythematosus, libido decreased, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Event: medical device removal , sex drive sky rocketed were added. Fu 2 and 3 processed together. On (B)(6) 2020: social media received. Reporter information added. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus ("lupus") and libido decreased ("sex drive sky rocketed after removal"). The patient was treated with surgery (tuvbes and coils removed with lap). Essure was removed. At the time of the report, the medical device removal, systemic lupus erythematosus and libido decreased outcome was unknown. The reporter considered libido decreased, medical device removal and systemic lupus erythematosus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: social media received. Reporter information added.this case marked for deletion because it is found to be duplicate of case (B)(4). Hence all the information from this case (B)(4) is transferred into retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.